Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak. The user facility reported that the machine alarmed 15 minutes into the treatment, and then recurred 15 minutes after the alarm reset. No visible device damage was noted to the dialyzer. Blood test strips tested positive. The patient's estimated blood loss was 200ml. There were no patient complications as a result of this event and no medical intervention was required. The patient was able to successfully complete their treatment using the same machine with a new set up. The actual sample is not available for valuation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.